Manufacturer narrative:
The lead is not expected to be returned for analysis. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to variability in sensing and helix extension issues. No adverse patient effects were reported.